Event description:
Reporter indicated that vns pt began experiencing shortness of breath after exertion shortly after undergoing ncp system replacement surgery. It was reported that the pt has recently been diagnosed with asthma, which he reportedly never had before vns implant. The pt reported increased inhaler use during due to the shortness of breath. Prior to ncp system replacement surgery, normal mode output current was programmed to 1.25ma. Replacement device was programmed to a lower setting of 0.50ma normal mode output current at the time of the pt's complaints. Frequency setting has since been reduced from 20hz to 15hz, but no change was noted in the pt's condition after this adjustment as the pt was not showing any signs of shortness of breath at the time that the adjustment was made. Device diagnostic testing was within normal limits, indicating proper device function. Chest x-rays are planned to confirm proper placement of the vns therapy system, but have not yet been performed. In the meantime, treating physician simply plans to watch the pt and indicated that this could just be a coincidence and have nothing to do with the vns.